Manufacturer narrative:
Updated sections: b4, e2, e3, g2(health prof added), g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d10, e1(name & tel#), h6(health clinical & impact)

Event description:
It was reported that before patient use, the cs100 intra-aortic balloon pump (iabp) had a boot fault code 53. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The value of the test pressure sensor was seriously deviated. The fse replaced the pressure sensor. The fse calibrated and the parameters met factory requirements. The iabp was returned to the department for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a pressure transducer with a reported unit failure of electrical test fails code 53. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the pressure transducer into the cs 100 test fixture and tested the transducer to factory specifications per the cs100 service manual. After the cs100 was turned on, an alarm sounded and electrical test fails code 53 was observed on the display. The fat was able to replicate the failure the customer experienced. The transducer failed testing. Retaining the transducer in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a boot fault code 53.